Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced multiple, intermittent episodes of low blood glucose levels. The contact thought that the customer may have over bloused. The customer's blood glucose (bg) level was 57 mg/dl and juice was consumed to address the low bg level.